Manufacturer narrative:
(B) (4).

Event description:
It was reported that impedance reading were >3600 ohms on all electrode pairs and therapy impedance was also >3600. The pt lost stimulation one month ago before the report. Reprogramming was tried, but the pt was not feeling anything, even with stimulation at 10v and rate of 100. X-rays were just done, no results were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.